Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug via an implantable pump. It was reported that on (B)(6) 2025 the patient reported that she was having increased neck pain radiating to arms, increasing back pain radiating to bilaterally posterior legs, fall episodes increasing, weakness, having dulled cognition, memory loss and reduced energy. An increase in ptm to morphine 0.03 mg bolus dose over 2 minutes every 4 hours, with a total of 4/24hrs was made. On (B)(6) 2025, it was reported that she had been having more pain and increased falls for the past 2 months, she was concerned her pump has moved with fall. A ptm increase to morphine 0.035 mg bolus dose over 2 minutes every 3 hours, with a total of 4/24hrs was made. An xray was performed and a MRI with contrast. The patient's health continued to degenerate and they reported increased in back, leg and arm pain.